Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during middle cerebral artery (mca) stenosis balloon dilatation case of the lesion with the balloon (subject device), the balloon marker was not visible under fluoroscopy. The operator replaced it with another product and the procedure was completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device dfu. As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not able to be analyzed. Additional information provided by the customer indicated that the patient's anatomy was moderately tortuous.. It is possible that the device was damaged during advancement through the patients anatomy, however as the device could not be analysed, this cannot be definitively determined. As the device could not be analysed and a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned.

Event description:
It was reported that during middle cerebral artery (mca) stenosis balloon dilatation case of the lesion with the balloon (subject device), the balloon marker was not visible under fluoroscopy. The operator replaced it with another product and the procedure was completed successfully. There were no clinical consequences to the patient.